Event description:
It was reported that patient underwent a comprehensive reverse total shoulder arthroplasty on (B)(6) 2015. During the procedure, the humeral bearing would not engage into the humeral tray. Another humeral bearing and humeral tray were utilized to complete the procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there was no patient involvement.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.